Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device remained activated. The hemopro was activated for use and the device continued to smoke. The audible tone was being emitted continuously, indicating that the device remained activated. The hemopro was immediately unplugged and its use was discontinued. A pre-cautery test was performed on the device prior to the start of the procedure. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The hemopro device was returned to the factory for eval. It showed signs of clinical usage. There was no evidence of blood on the device. The jaw boots displayed evidence of heart related damage consistent with activation of the device with the jaws in direct contact. A pre-cautery test was performed on the device with a reference power supply and extension cable; the device did not pass the pre-cautery test as it remained activated. The handle on the device was open to verified connections with solder flux was observed on the switch body, actuator and the lever of the micro switch. The contamination caused the micro switch actuator to remain in the "on" position. The solder joints on the micro switch terminate were intact and no nonconformities were observed. Based upon the eval results, the reported complaint was confirmed. This failure mode remains under investigation. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).